Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. In addition, the following information was obtained: the instrument was inspected prior to use, and no damage was found. The customer indicated that the silver cable could be damaged without further details. No issues were identified with the left/right motion of the grips or up/down motion of the wrist. The instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the large suture cut needle driver was observed to have a damaged cable. The procedure was completing as planned with no reported injury.